Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device found material to be delaminating from device. The root cause is attributed to heavy usage and wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the trilock total hip instrument trays were beginning to show wear and break down on the rubberized inside pieces. Hospital requested that the trays be replaced with new ones. This does not include any instrumentation, just the sterilization trays. No report of harm or delay.